Manufacturer narrative:
Reference medwatch 305612379-2015-88212 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in intensive care unit with a diabetic ketoacidosis. He was hospitalized on (B)(6) 2015 with a high blood glucose level of 517 mg/dl. The customer had issues with bent cannulas and infusion set not sticking to his body. He was wearing his insulin pump at the time of hospitalization. In the middle of the tubing a two centimeter air bubble was found. In the alarm history a no delivery and a weak battery alarm were found. The product was not returned. Nothing further to report.